Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use following transurethral cystectomy performed under general anesthesia on (B)(6) 2026, the indwelling urinary catheter malfunctioned as significant urine overflow was observed on march 17, and upon assessment the catheter was found to have slipped out with a ruptured catheter balloon; the attending physician was informed, and catheterization was maintained in place.